Event description:
Related manufacturer reference number: 1627487-2019-06558.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Concomitant medical product: the provided therapy dates are an estimate of the adverse event date of onset.

Event description:
Related manufacturer reference number: 1627487-2019-06558. It was reported the patient experienced a shocking sensation when attempting to turn her head. Field representative met with the patient and discovered high impedance on two contacts. As a result, the lead and extension were explanted and replaced on (B)(6) 2019. Effective therapy was established post-operatively. Issue has resolved.